Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey. The patient reported that on (B)(6) 2024, patient experienced that infusion set cannula was crimped at waist which occurred on first day of use. The infusion set was in use for 1 day. No further information available.